Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative on (B)(6) 2019 regarding a patient receiving prialt (0.7m cg/ml at 1.5mcg/day) via an implanted infusion pump. The indications for use included non-malignant pain and chronic low back pain. It was reported that redness and discharge was observed around the pump incision. There were no environmental, external, or patient factors that may have led or contributed to the issue. The pump was explanted due to signs of infection at the pump pocket site. No further diagnostics/troubleshooting were performed and no additional interventions were performed. It was unknown if the issue was resolved at the time of report. The patient's status was alive - no injury and no further complications were reported or anticipated.